Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, on the mesentery, both firings had a partial tissue grasp, though staples appeared to be well formed, the appendiceal artery was not stapled and bled. There was no patient injury.